Event description:
It was further clarified regarding the dye going to the tip of the catheter that the neurosurgeon theorized the patient had an abnormal spine. It was unknown if that can be proven but was thought this issue was not related to the catheter. It was not known how the patient was doing currently.

Event description:
It was reported, the ¿catheter functioning but lack of relief¿. The patient had denied any relief from his spasticity since (B)(6) implant. The patient experienced less than 50% of therapy relief. A dye study was performed in interventional radiology and the catheter couldn¿t be aspirated. In the operating room (or) a dye study was done and the catheter was aspirated. The dye went to the tip of the catheter but did not fall down but went up. Because of this a new spinal segment was place one level higher. The patient outcome was noted as alive, no injury, no adverse event. The pump was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).